Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The product has not been received at masimo's investigation facility to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text: product not returned.

Event description:
The customer reported "no sound" from the rad-97. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was investigated. An "alarm speaker fault" error message was displayed at power up. A loose speaker connector was observed during the internal inspection of the device which caused the error.

Event description:
The customer reported "no sound" from the rad-97. There was no patient impact or consequence reported.